Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. The vessel was moderately tortuous and moderately calcified. It was reported that the stent grafts were successfully implanted, however upon removal of the 16 fr sheath the pt's blood pressure dropped. The angiogram demonstrated that the stent had dissected the external iliac artery. The physician implanted an yrirhx14115 to repair the dissection. The pt was stabilized, however the pt's blood pressure dropped again. Another angiogram demonstrated that the distal portion of the external iliac artery was dissected. There was no room to implant a stent graft to cover the distal dissection. The pt then lost blood pressure and manual CPR was performed and stabilized. The physician elected to create an aui and perform a femoral-femoral bypass. Pt was sent to recovery in critical condition. The pt expired the next day post procedure.